Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, obstruction was reported at the proximal end of the lead which did not allow the insertion of a guidewire. Therefore the lv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was foreign material on the distal conductor of the lead and it was obstructed. It was also noted that the proximal conductor of the lead became extrinsically distorted, the distal conductor was extrinsically distorted and there was foreign material on the proximal conductor of the lead and it was obstructed. The analyst commented that the lead was returned with a foreign object obstruction/protrusion and the conductors distorted.